Event description:
It was later reported that the lv lead also had high thresholds. The lv lead was later explanted and replaced.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged as there appeared to be a loss of capture. The lv lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).